Event description:
It was reported that the cpc connector on the motor drive unit was broken. There was no pt involvement.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.